Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: the device fired and the anvil tilted, however, it was difficult to remove from tissue and this caused tension on the anastomosis. The procedure was converted to open procedure to remove the instrument, which resulted in a diverted ileostomy. A portion of the anastomosis was opened during device removal. The patient will undergo re-operation in the future. Operative time was extended by 1.5 hours. There was no additional tissue resected, and blood loss was less than 250ccs. Patient is now recovering.